Event description:
It was reported that the asymptomatic patient presented during remote follow-up. Upon review, far r oversensing was detected on the pacemaker. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.